Event description:
The customer called to report that the insulin pump had no button response and the backlight was on. The insulin pump then began alarming with nothing on the display. The customer's blood glucose reading was 397 mg/dl at the time of the call. Troubleshooting was performed and the insulin pump had two flashing black lines on the screen. The buttons still had no response. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a faulty liquid crystal display board. Unable to verify the audio beep or backlight due to the blank display anomaly.